Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found about 1-1/2 inches of the monofilament was exposed at the guide. Both cuffs were still attached to the link and the posterior cuff was engaged to posterior needle tip. The anterior cuff tabs were damaged. Two of the anterior cuff tabs (approx. 0.01 by 0.01 inches square) were broken off and were not returned with the device. Based on the investigation findings, the anterior cuff detached from the anterior needle tip during removal of plunger. If the cuff detaches from the needle tip, the monofilament will not be present during plunger withdrawal and can appear very similar to a cuff miss. The cuff detachment from the needle tip is likely the result of resistance the device encountered during the procedure. It was reported that calcification was noted when the femoral angiogram was taken. Per instructions for use (IFU), under special patient populations, the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. There was no abnormal observation found on the returned device that could have contributed to the reported event. Therefore, the root cause for the anterior cuff to needle tip detachment is undetermined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a calcified common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.